Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with blank display. Unable to verify critical pump error (open book image) due to blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test and self-test due to blank display. Unable to download history files using thump due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 03-jul-2026 due to blank display. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Pump was cut open to perform visual inspection and found corrosion to the pcba1, pcba2, motor home switch, and force sensor. The sc1 cap locked properly into reservoir compartment during testing. Alarm-aa99-critical pump error unknown due to blank display. Damage-moisture confirmed. Display anomaly-blank display confirmed due to corrosion to the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged critical pump error (open book image), the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Pump does not shows any signs of damages. Customer confirmed of using correct battery cap to the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.